Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had concerns about loss of capture on the left ventricular (lv) lead. Upon review, it was noted high capture thresholds along with loss of capture. At this time, this product remains in service.